Event description:
Total hip liner unlocked about 6 months after primary surgery, diagnosis made by x-ray (B)(6) 2013. Patient reported that hip started squeaking painlessly approx one week earlier. Revision surgery performed on (B)(6) 2013 to replace polyethylene liner. Metal implants did not require revision.